Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the keypad was damaged prior to the up arrow, down arrow, and ok buttons being under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: review of the black box data revealed record of power on reset at the time of the alleged temperature issue. On investigation, there was a tear in the keypad cover near the contrast button; however, all keypad buttons were unresponsive when tested. The keypad cover was removed for further investigation and revealed evidence of moisture under the ok and up arrow button contacts as well as damage to the keypad flex. Investigation duplicated the complaint.